Manufacturer narrative:
Investigation summary: customer returned (6) loose 3/10cc, 8mm syringes. Customer states that the needles would not draw insulin. One syringe exhibited the hub assembly separated from the barrel and this will be investigated under investigation child records (B)(6) and (B)(6). All remaining samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one notification [200865195] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 2 bd¿ insulin syringes failed to aspirate insulin during use. The following information was provided by the initial reporter: "stated, needle would not draw insulin".